Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 36mm in length, 2.75mm vessel diameter, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.5x12 maverick balloon catheter resulting to 40% residual stenosis. A 38 x 2.50 promus elite drug-eluting stent was advanced for treatment, but was unable to cross the lesion and when advanced further, the hypotube kinked and broke 20cm from the hub. The stent was withdrawn and another 38 x 2.50 promus elite was implanted followed by post-dilation with 2.75x12 nc quantum apex balloon catheter to complete the procedure. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 38 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 23 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis. A2 age at time of event: 18 years or older. E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 36mm in length, 2.75mm vessel diameter, concentric, de novo target lesion containing >=90 degrees bend was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with a 2.5x12 maverick balloon catheter resulting to 40% residual stenosis. A 38 x 2.50 promus elite drug-eluting stent was advanced for treatment, but was unable to cross the lesion and when advanced further, the hypotube kinked and broke 20cm from the hub. The stent was withdrawn and another 38 x 2.50 promus elite was implanted followed by post-dilation with 2.75x12 nc quantum apex balloon catheter to complete the procedure. There were no patient complications reported and the patient status was stable.